Manufacturer narrative:
The device remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of first-degree atrioventricular (av) block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted after two recaptures at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). Moderate leak was noted; post-implant balloon aortic valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Atrioventricular block persisted and left the procedure room with a temporary pacing wire. On the same day, a permanent pacemaker was implanted to resolve the event. The patient was discharged.

Manufacturer narrative:
An event of central regurgitation, and heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the reported central regurgitation and aortic regurgitation could not be conclusively determined. It is possible that patient anatomy contributed to this event. However, this cannot be confirmed. The reported heart block appears to be related to procedural conditions. The reported heart block appears to be related to reported regurgitation. The reported unexpected medical interventions and surgery were the results of case-specific circumstances, as a post-implant valvuloplasty was performed, a permanent pacemaker was implanted. Codes removed: medical device problem code: 1457.

Event description:
It was reported that on (B)(6) 2026, a 25mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient has a prior medical history of first-degree atrioventricular (av) block. There was no calcification extending beneath the aortic annular plane in the interventricular septum. During the procedure, the valve was able to be implanted after two recaptures at a depth of 4mm on the non-coronary cusp (ncc) and 5mm on the left-coronary cusp (lcc). Moderate central regurgitation was noted; post-implant balloon aortic valvuloplasty (post-bav) was performed using a 20mm, non-abbott balloon. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. Atrioventricular block persisted and left the procedure room with a temporary pacing wire. On the same day, a permanent pacemaker was implanted to resolve the event. The patient was discharged.